Event description:
It was reported that the patient presented in emergency room (ER) due to discomfort caused by inappropriate pacing on the right ventricular (rv) lead. Upon interrogation, it was found that the rv lead exhibited under-sensing and failure to capture. Fluoroscopy further confirmed cardiac perforation. Trace pericardial effusion was also reported. No procedure was performed to treat effusion and patient would continue to be monitored. The rv lead was repositioned on (B)(6) 2021. Patient condition was stable.